Event description:
It was reported that the patient presented for a longevity check. The implantable cardiac monitor would not interrogate and displayed an error message. The programmer was rebooted multiple times with the same results. At a later unknown date the device was explanted. No additional information was reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.